Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of explosion and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection." Lab analysis of the device found no defect.

Event description:
Healthcare professional reported having one syringe of juvéderm ultra¿ xc that ¿exploded¿ during injection. There was no patient contact with the product/device. There were no injuries. The packaged needle was used.